Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported a ventilator failure for the anesthesia workstation which occurred during a surgical procedure. It was confirmed to dräger that the event did not lead to consequences for the patient.